Event description:
Shortly after implant procedure, the pt reported itching and hives. The physician treated the pt with a benadryl and medrol dose pak, and referred the pt to an allergy specialist. The allergy specialist discovered that the pt was having an allergic reaction to vicodin, prescribed for post operative pain.

Manufacturer narrative:
The system remains implanted in the pt and will not be returned for eval. The pt is reportedly doing well. This is the final report.